Event description:
--

Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed that a life alert system would not interfere with the function of the device. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
(B)(4). Additional information was received from a boston scientific sales representative stating the syncopal event was most likely due to the patient's low blood pressure. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient passed out and device reprogramming was performed. The patient was also inquiring if a life alert system would interfere with this device. No adverse patient effects were reported.